Event description:
Boston scientific received information that this right ventricular lead dislodged shortly after implant. No adverse patient effects were reported. This lead was explanted and the physician successfully implanted a new lead.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.